Event description:
It was reported that during a laparoscopic gastric sleeve procedure that the device was being fired and multiple clips were feeding into the nose of the jaw and not onto the vessel. They used another device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received in good visual condition. A bag with one malformed clip was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. The device was cycled and one conforming clip was fed and formed; the trigger was actuated again and the instrument was noted to be empty; however, the anti-backup and lockout features were non-functional. In order to evaluate the condition of the internal components the instrument was disassembled. Upon disassembling, the ratchet pawl spring was found to be out of position, causing the failure of the anti-backup and lockout mechanisms. No conclusion could be reached as what may have caused this issue. No conclusion could be reached as what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.